Manufacturer narrative:
Product complaint #: (B)(4). Component code: (B)(4). This is a combination product, and the event has been reviewed for both the suture and the triclosan. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. A manufacturing record evaluation was performed for the finished device lot, and no non-conformances were identified. (B)(4).

Event description:
It was reported that a patient underwent an unknown open reduction and internal fixation surgery on (B)(6) 2021 and barbed suture was used. During the procedure, the fixation feature detached. Changed another one to complete the surgery. No adverse patient consequences were reported. No additional information was provided.